Manufacturer narrative:
A ge representative evaluated the system and reloaded the software and calibration files.

Event description:
Customer reported the system is losing images. No patient injury was reported.